Manufacturer narrative:
D10: concomitant devices: (B)(6) 234-03-04 - optetrak asy,ps cemented femoral, sz 4, (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t. (B)(6) 200-02-35 - three peg patella 35mm. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that after a right total knee replacement procedure, the patient has experienced prosthesis wear, loosening, discomfort, ambulation or postural difficulties, balance problems, pain, and osteolysis. No further issues or complications were reported. No additional information is available.